Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, customer dropped the pump and the touch screen became shattered. Additionally, the touch screen became unresponsive. Customer's blood glucose was 113 mg/dl. Reportedly, customer reverted to a backup pump for insulin therapy.